Manufacturer narrative:
Evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, manufacturing instructions, specifications and trends were conducted during the investigation of this event. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Withdraw the sheath and dilator as a unit. It was reported that the amplatz wire guide experienced a similar difficulty as the blkn sheath during removal. Therefore, it is unlikely that there was an issue with the blkn sheath itself. The surgeons confirmed the groin was very scarred and the following was noted when gaining access for the procedure, "very stiff through post surgical right groin; serial dilators to 8f." Also, it was noted that the blkn sheath was not able to be fully advanced (sheath did not cross up and over the aortic bifurcation and into the left side of the patient). It is feasible to suggest that the root cause of this event can be attributed to the patient's pre-existing conditions (left sfa occlusion with profunda stenosis and scarred tissue in the right groin). Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar events.

Manufacturer narrative:
The event is currently under investigation.

Event description:
During the procedure to treat a patient with claudication on the left leg and a sfa occlusion with profunda stenosis on mra. A right retrograde puncture was performed and the amplatz wire guide was introduced very stiff through an 8 fr the right groin. The user was able to pass the flexor balkin guiding sheath into the vessel but only for a short distance. The procedure was completed with the catheter only being able to reach across the aortic bifurcation as the user was unable to advance the balkin sheath into the left side. The angiogram showed good right groin puncture position. Upon removing the balking sheath to replace it, the user states it was very stiff upon pulling back and the tip was reported to have separated within the patient (1820334-2017-00043). The amplatz wire guide was reported to have suffered similarly (1820334-2017-00109). All portions were successfully retrieved during the procedure. The surgeon reports the groin was very scarred.